Event description:
A report was received that the patient has (B)(6) infection at the pocket site. The patient was hospitalized and antibiotics were given. The patient was doing well.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had a (B)(6) infection at the pocket site. The symptoms were redness and soreness. The patient was hospitalized and antibiotics were given. The patient underwent an incision and debridement (I&d) procedure and is reportedly doing well. The physician does not believe the infection was device or procedure related as he feels it was due to the patient's pants rubbing against the incision site.